Event description:
It was reported that pump experienced malfunction alarm that could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged express shipment of pump replacement with no additional information provided regarding the outcome of the event.